Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto main body system and (2) two ovation ix iliac limb's to treat an abdominal aortic aneurysm (aaa). Approximately (3) three weeks after post initial procedure, the patient was identified with an indeterminate endoleak during a follow-up visit. The patient is in stable condition pending re-intervention.

Event description:
The patient was implanted with the alto main body system and (2) two ovation ix iliac limb's to treat an abdominal aortic aneurysm (aaa). Approximately (3) three weeks after post initial procedure, the patient was identified with an indeterminate endoleak during a follow-up visit. The patient is in stable condition pending re-intervention. Additional information received indicating the physician discovered in the operating room that the patient's right (ipsilateral) limb device was pinched inside the leg of the main body device, which was causing a type iiia endoleak. Subsequently, the physician elected to treat the patient by ballooning the limb device with a 10x40 evercross balloon. Clinical assessment also confirmed that a (non-device-related) type ii endoleak occurred at time of reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiia endoleak (of the right iliac limb) and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a (non-device-related) type ii endoleak occurred that was not included in the event as reported. This finding was discovered during an examination of 1-month post-index operative report. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable and at home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.